Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, abs-10060, serial number (B)(6), was returned for investigation. Visual evaluation noted a crack on the front of the housing - under the display screen. Functional testing results: the complaint describes that the system in question, (B)(6), was producing an error, preventing the use of the system. The complaint does not call out a specific error, however, the prevention of use was replicated. During our attempt to test, the error stated, ¿if the separation chamber plate is improperly attached to the centrifuge adapter, this alarm sounds¿. After multiple attempts to clear the error, including changing the disposable, we were unable to test the system due to the error stated above. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/20/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel prp system centrifuge us (new) signaled an error code and therefore making it unable to process bmc. The error stayed the same after performing all necessary steps to resolve the issue. The case was completed using a different machine to achieve the spin so the patient was not affected. A photo is attached. This was discovered during a bmc for a meniscal repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/29/2024: the case was completed using a different machine to achieve the spin and the patient was able to get bmc but caused a 40 minute delay while the patient was under anesthesia in the or.